Event description:
It was reported that while a surgeon was preparing to insert a 4.0 screw in the medial malleolous, he inserted k-wires with no reported issues. Then, the surgeon began drilling and after the drill broke through the cortex, the drill snapped. The broken material could not be removed from the patient and there was reportedly no other hardware hit.

Manufacturer narrative:
A review of the device history record for the impacted product confirmed there were no manufacturing abnormalities / non-conformities associated with the reported issue.